Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, at the moment of the lead implantation, physician realized that the lead had a unusual curve in the tip. The stylet did not pass through and the impedance was high. The ipl was removed, and appeared to be fractured. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted a stylet was fully inserted in the lead. If information is provided in the future, a supplemental report will be issued.